Event description:
Per the physician, the death was not related to vns and was caused by seizures and aspiration. The device was removed but then was accidentally cremated thus it is not available for return. No further relevant information has been received to date.

Event description:
It was reported that the patient passed away suddenly and the family think it may be sudep. They want data from the device to see if issues with heart rate can be observed. Additional information was received from the physician that the patient had a large seizure cluster and the patient eventually stopped breathing and ems was called. It was noted that it sounds like he was in status epilepticus and this may have been the ultimate cause of death, however they want to see if there were any changes of heart rate that could indicate sudep. The device has not been received to date, and explant has not been confirmed to date. No further relevant information has been received to date.